Event description:
It was reported that the pump touch screen was "delayed to touch and sometimes unresponsive." Additionally, it was reported that the "button on top weak when pressing." Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.